Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent a surgery for fracture of shaft of humerus with the multiloc humeral nail. After surgery, on (B)(6) 2022, as bone union was confirmed, a removal surgery was performed at the patient's strong request. During the removal surgery, the head of 1 screw out of 3 got stripped. The surgeon judged that it was difficult to extract the stripped screw and the nail, and he had no choice but to left them in the patient¿s body. 2 screws out of 3 were extracted. The surgery was completed with 90 minutes delay. The surgical time was originally planned to be 90 minutes. The surgeon commented about this event as follows. Multilock screws have a screw-in screw mechanism and have a special shape compared to general screws due to the mechanism, but the special shape makes it very difficult to extract. Since the engagement of a screwdriver and a multilock screw head is shallow and weak, it is difficult to turn the screw head and the screw head gets easily stripped. Regarding the multilock screws, I agree that the fixity is good, but I think there is a defect in the product structure when it comes to extraction. Other possible causes of the event are as follows. There was a lot of callus formation in the screw head because the patient was young. It is considered that more torque than usual was required in extraction. No further information is available. This report is for one (1) unk - nail head elements: multiloc humeral screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: a photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the head of the unk - nail head elements: multiloc humeral screw was found stripped. The strip head its visible in photos. No other problems was reported. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - nail head elements: multiloc humeral screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required.